Event description:
Approximately16 months post implant of the gore excluder aaa endoprosthesis, this patient was identified with aneurysm enlargement secondary to a persistent distal type I endoloeak. The device wa explanted and returned to gore for examination and analysis.